Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing noise. This oversensing resulted in pacing inhibition. No intervention was reported. The patient was stable and asymptomatic.

Manufacturer narrative:
UDI not available as product serial was not provided.